Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot .based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during or during successful use during pre-dilatation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the implanted stent during post-dilatation use such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid with heavy calcification. The viatrac balloon was used successfully for pre-dilatation. The same balloon was used for post dilatation after a non-abbott stent was implanted; however, the balloon ruptured at rated burst pressure (rbp). The balloon was removed intact and without issues and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.